Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of false positive 2+ reaction in a donor unit marked as group o, rh positive using mts a,b card lot # 012317038-01 exp 11/9/2017. According to customer, segment from the donor blood bag was tested on ortho provue (1st provue-this event) with the mts anti-a,b card. The result was 2+ positive, when the expected result was negative. Testing was repeated manual tube method using competitor's antisera, anti-a,b and the result was negative. Further testing was performed using a second segment pulled from the bag and run on second ortho provue (2nd provue-see mxp 1913060) and the result was 1+ positive and when manually tested, the result was negative. Testing again was performed with same gel card lot #. Customer also tested the same segment and performed an abo/rh recheck (anti a, anti-b, and anti-d) on the provue and the result was anti-a= negative, anti-b= negative, and anti-d= 4+ positive. This was the expected result for a o positive donor unit. Customer also retested an aliquot of blood straight from the blood donor bag and tested on provue and the anti-a,b was still 2+. The qc for the day passed for the anti-a,b cards on both provues. Please see the attached images of the anti-a,b card. Issue started on: na; reported (B)(6) 2017. Frequency: one donor unit. Methodology used: provue and tube method. Reaction grade obtained: 1+ and 2+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: negative using tube method. Other reagent: mts diluent 2 plus used for forward grouping lot number: not provided. Qc type: all qc testing passed with albaq qc lot #: not provided . Tsc sending different lot # for troubleshooting. Edta. Reagent/protocol-handling (reagent, cards, cassettes): visually inspected by end user prior to use and also passed inspection by the ortho provue analyzer. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU.. -email from customer stating with repeat testing using the new lot # of mts a.b mono gel cards( lot # not provided), still getting positive reactions with group o donor unit. Customer indicated issue might be related to donor unit and will be in contacted with blood supplier to resolve.